Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic, severe pelvic pain"), device dislocation ("migration of essure device"), complication of device insertion ("the attempt to implant the essure micro-insert to the right side fallopian tube was unsuccessful"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic adhesions ("right-side congestion with adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure), surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure) and surgery (a tubal ligation procedure on right fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, complication of device insertion, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, pelvic adhesions, female sexual dysfunction, dyspareunia and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic, severe pelvic pain"), device dislocation ("migration of essure device"), complication of device insertion ("the attempt to implant the essure micro-insert to the right side fallopian tube was unsuccessful"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic adhesions ("right-side congestion with adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure), surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure) and surgery (a tubal ligation procedure on right fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, complication of device insertion, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, pelvic adhesions, female sexual dysfunction, dyspareunia and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Reporter information, patient details, essure removal date updated and lot number added. New events, migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), pain lower abdomen and plaintiff denies undergoing an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic, severe pelvic pain"), complication of device insertion ("the attempt to implant the essure micro-insert to the right side fallopian tube was unsuccessful"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and pelvic adhesions ("right-side congestion with adhesions"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure) and surgery (a tubal ligation procedure on right fallopian tube). Essure was removed in 2014. At the time of the report, the pelvic pain, complication of device insertion, genital haemorrhage, uterine haemorrhage, dysmenorrhoea and pelvic adhesions outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, genital haemorrhage, pelvic adhesions, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.